Manufacturer narrative:
This ipg serial number was included in a field correction. (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report# : 1627487-2014-08372, 1627487-2014-08389. It was reported the patient was experiencing pocket heating at his scs ipg site both during and without charging. A replacement charger was shipped to the patient to address the pocket heating while charging issue. Additionally, the patient is experiencing low impedances and diminished therapy from his scs system as well as overstimulation at the scs ipg pocket site. Additional info received identified an sjm rep met with the patient and was able to reprogram the patient's scs system and resolve the pocket heating during normal use, not while charging. The patient was advised to turn his scs system off and will follow-up with his physician to determine the next course of action to address the issue. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.